Event description:
Bravo ph monitoring capsule failed to deploy in esophagus. Excellent suction of 800 mm applied, depressed plunger as per protocol, 1/4 turn, plunger popped up and introducer removed. Capsule had calibrated appropriately. On checking with the endoscope, no ph probe was attached to the esophagus, it was still in place on the introducer. A new capsule was calibrated and deployed with success in esophagus. No injury to the patient.